Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with broken cable was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be a broken ac power cord. The ac power cord was replaced in order to correct this condition.

Event description:
The facility representative reported a flo-gard infusion pump with a broken cable. It is unknown when this event occurred but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; however, patient injury or medical intervention was not known. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.